Event description:
It was reported that the patient began having low flow alarms around 4:00am on (B)(6) 2026. Upon arrival to the emergency room the flows were zero and remained zero. Log files were submitted for review which captured low flow events with estimated flow hovering around 2.4 to 2.5lpm range from the beginning of the data capture around 5:00am the same morning. Around 7am the flows started to drop below 2lpm and then shot up to 11-12lpm causing rotor instability flags and overcurrent with device internal fault alarms. These events caused the pump to reset, dropping the rotor and relaunching but the flows never recovered back into a baseline range. Flows were at 1 lpm or lower near zero. The patient returned to the operating for a pump exchange on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.